Event description:
On (B)(6) 2010, the pt reported that at one time he had an insulin cartridge leak from the bottom. He stated, he smelled insulin and pulled the cartridge out of his infusion device. He said the plunger did not come out of the cartridge and he properly removed the cartridge. A small amount of insulin spilled into the cartridge chamber. The cartridge was discarded. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.